Event description:
A customer reported that a system message appeared during surgery. The procedure was aborted. Additional info has been requested.

Manufacturer narrative:
Investigation including root causes analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).